Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the unit was received with the lock having rotational and lateral movement and a residue buildup was present. General maintenance and cleaning required and unit had new components added to replace worn internal parts. Root cause - the reported complaint was confirmed. Unit received with the lock having rotational and lateral movement, requiring preventive maintenance and replacement of worn parts as a result of normal wear and tear. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the swivel lock on the mayfield modified skull clamp (a1059) offers no resistance moving from the lock to unlock position. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.